Event description:
Caller states the patient tested 4.6 inr and 6.0 inr on the coaguchek xs system. Caller states the test strips had been left in her car where the temperature reached 100 degrees. No actions taken based on the device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.